Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that dashes (---) were exhibited for several parameters and attempts to program were unsuccessful.